Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736 -2058) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device: unknown,"), genital haemorrhage ("bleed heavy for 6 1\2 months"), procedural haemorrhage ("bleeding") and pregnancy with contraceptive device ("(B)(6) pregnant / pregnancy") in a (B)(6) female patient who had essure (batch no. A20053, a64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's past medical history included multiparous (((B)(6) 1996, (B)(6) 2001, (B)(6) 2013, (B)(6) 2014)), multigravida and heart murmur. Concurrent conditions included overweight. Concomitant products included anovlar (microgestin), evra (ortho evra) from (B)(6) 2014 to (B)(6) 2016, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013 and nuvaring from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2013, the patient experienced heart rate increased ("heartbeat really fast"), complication of device insertion ("complication of device insertion"), fear ("scared"), dizziness ("I was dizzy"), nausea ("nausea"), abdominal pain ("cramps") and procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In 2014, the patient experienced headache ("headaches"), female sexual dysfunction ("apareunia"), rash ("rash on legs & genital area"), migraine ("migraines"), fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary problems"), hypertension ("high blood pressure") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), genital haemorrhage (seriousness criteria medically significant and intervention required), chest pain ("chest pain"), pelvic pain ("pelvic pain"), muscle spasms ("leg spasms "), arthralgia ("joint spasms"), night sweats ("night sweats"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("problems w/ bowel movements"), flatulence ("excessive gas"), chest discomfort ("pressure would spread up to my chest,") and endometritis ("chronic endometritis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery ((B)(6) 2016: hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2016: hysterectomy with bilateral salpingectomy) and surgery (ablation,). Essure was removed on (B)(6) 2016. In (B)(6) 2013, the genital haemorrhage had resolved. At the time of the report, the device breakage, device dislocation, mood swings, chest pain, heart rate increased, complication of device insertion, fear, dizziness, nausea, abdominal pain, procedural haemorrhage, pelvic pain, headache, muscle spasms, arthralgia, pregnancy with contraceptive device, night sweats, vaginal haemorrhage, vaginal infection, cystitis, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, hypertension, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, flatulence, chest discomfort and endometritis outcome was unknown, the menorrhagia and dysmenorrhoea had resolved and the weight increased and alopecia was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, chest discomfort, chest pain, complication of device insertion, cystitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, endometritis, fatigue, fear, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, headache, heart rate increased, hypertension, menorrhagia, migraine, mood swings, muscle spasms, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, procedural haemorrhage, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs ,historical condition were added. Updated suspect drug indication. Events night sweats, mood swings, vaginal bleeding, menorrhagia, vaginal infection, bladder infection, apareunia, rash on legs & genital area, bladder disorder nos, urinary problems, migraines, high blood pressure, chest pain, migration of essure device location of device: unknown, device breakage, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain, problems w/ bowel movements, excessive gas, pressure would spread up to my chest, chronic endometritis, hair loss and undergo an essure confirmation test? No added. Event onset date was added, event outcome was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 16-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: unknown,'), genital haemorrhage ('bleed heavy for 6 1\2 months'), endometritis ('chronic endometritis'), procedural haemorrhage ('bleeding'), pregnancy with contraceptive device ('7weeks pregnant / pregnancy') and syncope ('I was going to faint') in a 36-year-old female patient who had essure (batch no. A20053,a64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "undergo an essure confirmation test? No" and device deployment issue "the number of expanded calls that appeared trailing into the uterine cavity was 1/the number of expanded coils that appeared trailing into the uterine cavity was 2". The patient's medical history included multiparous (((B)(6)1996, (B)(6) 2001, (B)(6) 2013, (B)(6)2014)), multigravida and heart murmur. Concurrent conditions included overweight, uterine fibroid, irregular menstruation, uterine bleeding, anemia and metabolic disorder. Concomitant products included amlodipine besilate (norvasc), ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2014, ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2014 to (B)(6) 2016, ethinylestradiol;norethisterone acetate (microgestin), hydrochlorothiazide;lisinopril dihydrate (prinzide), lisinopril since 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013 and medroxyprogesterone acetate (dmpa). In (B)(6) 2013, the patient was found to have heart rate increased ("heartbeat really fast") and experienced complication of device insertion ("complication of device insertion"), fear ("scared"), dizziness ("I was dizzy"), nausea ("nausea"), abdominal pain ("cramps") and procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In 2014, the patient experienced mood swings ("mood swings"), chest pain ("chest pain"), headache ("headaches"), night sweats ("night sweats"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), rash ("rash on legs & genital area"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), pain in extremity ("aching legs") and back pain ("low back pain") and was found to have weight increased ("weight gain/+60 pounds"). In 2015, the patient experienced bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary problems"), hypertension ("high blood pressure/will continue to have high pressure"), abdominal distension ("bloated") and constipation ("constipation"). In 2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), muscle spasms ("leg spasms"), arthralgia ("joint spasms"), cystitis ("bladder infection"), gastrointestinal motility disorder ("problems w/ bowel movements"), flatulence ("excessive gas"), chest discomfort ("pressure would spread up to my chest,"), syncope (seriousness criterion medically significant) and allergy to metals ("the metal is causing your body to react") and experienced genital haemorrhage (seriousness criteria medically significant and intervention required), lasting 183 days. The patient was treated with ibuprofen (motrin) and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2013, the genital haemorrhage had resolved. At the time of the report, the device breakage, device dislocation, endometritis, mood swings, heart rate increased, complication of device insertion, fear, dizziness, nausea, abdominal pain, procedural haemorrhage, muscle spasms, pregnancy with contraceptive device, night sweats, vaginal infection, cystitis, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, hypertension, dyspareunia, vaginal discharge, flatulence, chest discomfort, pain in extremity, back pain, endometriosis, abdominal distension, constipation, syncope and allergy to metals outcome was unknown, the chest pain, pelvic pain, headache, arthralgia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased and gastrointestinal motility disorder had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, chest discomfort, chest pain, complication of device insertion, constipation, cystitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, fear, female sexual dysfunction, flatulence, gastrointestinal motility disorder, genital haemorrhage, headache, heart rate increased, hypertension, menorrhagia, migraine, mood swings, muscle spasms, nausea, night sweats, pain in extremity, pelvic pain, pregnancy with contraceptive device, procedural haemorrhage, rash, syncope, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was the number of expanded calls that appeared trailing into the uterine cavity was 2. Current weight: 160lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Lot number: a20053, manufacture date: 2012-06, expiration date: 2015-06. Lot number a64633, manufacture date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and social media received. Event : I was going to faint, the metal is causing your body to react added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736 -2058) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device: unknown,"), genital haemorrhage ("bleed heavy for 6 1\2 months"), procedural haemorrhage ("bleeding") and pregnancy with contraceptive device ("7weeks pregnant / pregnancy") in a 36-year-old female patient who had essure (batch no. A20053, a64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's past medical history included multiparous (B)(6) 1996, (B)(6) 2001, (B)(6) 2013, (B)(6) 2014), multigravida and heart murmur. Concurrent conditions included overweight and uterine fibroid. Concomitant products included amlodipine (norvasc), anovlar (microgestin), evra (ortho evra) from (B)(6) 2014 to (B)(6) 2016, lisinopril since 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013, nifedipine (procardia), nuvaring from (B)(6) 2014 to (B)(6) 2014 and prinzide. On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced heart rate increased ("heartbeat really fast"), complication of device insertion ("complication of device insertion"), fear ("scared"), dizziness ("I was dizzy"), nausea ("nausea"), abdominal pain ("cramps") and procedural haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In 2014, the patient experienced headache ("headaches"), female sexual dysfunction ("apareunia"), rash ("rash on legs & genital area"), migraine ("migraines"), fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary problems"), hypertension ("high blood pressure") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), chest pain ("chest pain"), pelvic pain ("pelvic pain"), muscle spasms ("leg spasms"), arthralgia ("joint spasms"), night sweats ("night sweats"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), gastrointestinal motility disorder ("problems w/ bowel movements"), flatulence ("excessive gas"), chest discomfort ("pressure would spread up to my chest,"), endometritis ("chronic endometritis"), pain in extremity ("aching legs"), back pain ("low back pain"), endometriosis ("endometriosis"), abdominal distension ("bloated"), constipation ("constipation") and device deployment issue ("the number of expanded calls that appeared trailing into the uterine cavity was 1/the number of expanded coils that appeared trailing into the uterine cavity was 2"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), and surgery (ablation). Essure was removed on (B)(6) 2016. In october 2013, the genital haemorrhage had resolved. At the time of the report, the device breakage, device dislocation, mood swings, heart rate increased, complication of device insertion, fear, dizziness, nausea, abdominal pain, procedural haemorrhage, muscle spasms, pregnancy with contraceptive device, night sweats, vaginal infection, cystitis, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, hypertension, dyspareunia, vaginal discharge, flatulence, chest discomfort, endometritis, pain in extremity, back pain, endometriosis, abdominal distension, constipation and device deployment issue outcome was unknown, the chest pain, pelvic pain, headache, arthralgia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased and gastrointestinal motility disorder had resolved and the alopecia was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, bladder disorder, chest discomfort, chest pain, complication of device insertion, constipation, cystitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, fear, female sexual dysfunction, flatulence, gastrointestinal motility disorder, genital haemorrhage, headache, heart rate increased, hypertension, menorrhagia, migraine, mood swings, muscle spasms, nausea, night sweats, pain in extremity, pelvic pain, pregnancy with contraceptive device, procedural haemorrhage, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, concomitant drugs, new events- aching legs, low back pain, endometriosis, bloated, constipation were added, event outcome recovered/resolved for events- bleeding, pain, weight gain, fatigue, gastrointestinal and recovering/resolving for event hair loss were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 01-nov-2015. The most recent information was received on 14-aug-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device: unknown,"), genital haemorrhage ("bleed heavy for 6 1\2 months"), procedural haemorrhage ("bleeding") and pregnancy with contraceptive device ("7weeks pregnant / pregnancy") in a 36-year-old female patient who had essure (batch nos. A20053 and a64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "undergo an essure confirmation test? No" and device deployment issue "the number of expanded calls that appeared trailing into the uterine cavity was 1/the number of expanded coils that appeared trailing into the uterine cavity was 2". The patient's past medical history included multiparous (((B)(6) 1996, (B)(6) 2001, (B)(6) 2013, (B)(6)2014)), multigravida and heart murmur. Concurrent conditions included overweight and uterine fibroid. Concomitant products included amlodipine (norvasc), anovlar (microgestin), evra (ortho evra) from (B)(6) 2014 to (B)(6) 2016, lisinopril since 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013, nifedipine (procardia), nuvaring from (B)(6) 2014 to (B)(6) 2014 and prinzide. In (B)(6) 2013, the patient experienced heart rate increased ("heartbeat really fast"), complication of device insertion ("complication of device insertion"), fear ("scared"), dizziness ("I was dizzy"), nausea ("nausea"), abdominal pain ("cramps") and procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted and removed on (B)(6) 2016. A new essure was inserted on an unknown date. In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In 2014, the patient experienced headache ("headaches"), female sexual dysfunction ("apareunia"), rash ("rash on legs & genital area"), migraine ("migraines"), fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary problems"), hypertension ("high blood pressure") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), chest pain ("chest pain"), pelvic pain ("pelvic pain"), muscle spasms ("leg spasms"), arthralgia ("joint spasms"), night sweats ("night sweats"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), gastrointestinal motility disorder ("problems w/ bowel movements"), flatulence ("excessive gas"), chest discomfort ("pressure would spread up to my chest,"), endometritis ("chronic endometritis"), pain in extremity ("aching legs"), back pain ("low back pain"), endometriosis ("endometriosis"), abdominal distension ("bloated") and constipation ("constipation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed. In (B)(6) 2013, the genital haemorrhage had resolved. At the time of the report, the device breakage, device dislocation, mood swings, heart rate increased, complication of device insertion, fear, dizziness, nausea, abdominal pain, procedural haemorrhage, muscle spasms, pregnancy with contraceptive device, night sweats, vaginal infection, cystitis, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, hypertension, dyspareunia, vaginal discharge, flatulence, chest discomfort, endometritis, pain in extremity, back pain, endometriosis, abdominal distension and constipation outcome was unknown, the chest pain, pelvic pain, headache, arthralgia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased and gastrointestinal motility disorder had resolved and the alopecia was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, bladder disorder, chest discomfort, chest pain, complication of device insertion, constipation, cystitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, fear, female sexual dysfunction, flatulence, gastrointestinal motility disorder, genital haemorrhage, headache, heart rate increased, hypertension, menorrhagia, migraine, mood swings, muscle spasms, nausea, night sweats, pain in extremity, pelvic pain, pregnancy with contraceptive device, procedural haemorrhage, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Lot number: a20053 manufacture date: 2012-06 expiration date: 2015-06 . Lot number a64633: manufacture date: 2012-05 expiration date: 2015-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.